Event description:
The device was returned for testing. During testing, a failure code 814:01 occurred. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event and no patient injury had been reported.